Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. The monitoring voltage was 2.64 with a charge time of 20.5 seconds.